Event description:
It was reported that the temperature connector patient temperature measurement (pt1) and (pt2) were ripped off board and they resoldered them back on during testing of the arctic sun device. Noticed the temperature reading was 35celsius when it should had been 36c. Per sample evaluation results received on 29-jun-2022, it was noted that the use of temperature measures not approved by medivance led to an inaccurate determination that the temperature reading was off by 1 degree.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is servicer error. The device was evaluated upon receipt. The temperature reading off by 1 degree. The pm procedure was performed. The biomed used temp measure that is not approved by medivance resulting in off temperature reading. The device passed all performance testing and calibration and is now ready to used. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: 1) use only approved cables and accessories with the arctic sun¿ temperature management system control module. 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system so that access to the power cord is not restricted."